Event description:
Cannot walk [abasia]. Case description: spontaneous report was received on (B)(6) 2013 from a physic an via field force regarding a male pt (age not provided); initial unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection (route and dosage regimen not provided), in left knee. On an unspecified date, the pt couldn't walk and had to call for an ambulance to take him to the hospital. The action taken with synvisc one treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc one and the event was not provided by the reporting physician.

Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.